Event description:
It was reported that this implantable pacemaker intrinsic amplitude is trending low on the right atrial (ra) lead. The ra sensitivity is programmed to automatic gain control (agc) at 0.25mv (millivolts). The stored electrogram (egm) showed an isolated undersensed atrial event. Other lead measurements are stable. At this time, the device and lead remain in-service. No adverse patient effects were reported.